Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that although the customer battery was charged for 18 hours in customer device it will not power on via battery power. The dc fuse on the system board is open circuited. Once the open was bypassed the customer battery was able to be charged and remained powered on using battery power and remained on for 8.5 hours. The low battery alarm annunciated upon low battery power.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Reportedly, "at connect it to power, device has exploded." There was no known impact or consequence to patient.

Manufacturer narrative:
Model # changed from 21317 to 24988. Catalog # changed from 9500 to 9023. Serial # changed from (B)(4) to (B)(4). Concomitant changed rds-3 docking station to radical-7. Corrected data: "the returned device was evaluated. During an internal inspection of the device, the unit was found to have a screw used for the outer plastic kit had been screwed through the wires connecting j19 connector on the system board to the docking station cradle. This was causing wire 2 and wire 11 to be shorted together through the screw. Further damage was visible on the system board in the portable battery charging circuitry. There seems to a burnt substance surrounding l26 and d33 looks like it may have suffered from heat damage. Once the screw was removed causing the short, the rds functioned as designed. A service history record review reveals that this unit was in the field for one (1) year with no previous reported issues related to this reported event."